Event description:
Caller reported an occlusion alarm, but technical support was unable to verify the alarm number in the pump history. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.